Event description:
It was reported that the pump battery was depleting quickly. It was also reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. The customer's blood glucose (bg) level was "high", although a specific value was not given. Reportedly, the customer administered a correction bolus via pump to address elevated bg level. It was also reported that the customer experienced a blood glucose (bg) level of 52 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.